Event description:
The international customer reported that the ventilator went vent inop and alarmed during pre-operational testing due to an inhalation autozero test failure. An autozero failure during operation in normal ventilation mode may affect the accuracy of the system pressure measurement. The customer reported the 3 station solenoid, sensor and analog pcb boards have been ordered for replacement to address the reported problem.

Manufacturer narrative:
Customer to perform service. Customer to perform service.